Event description:
Pt had an acl procedure performed in 2002. The pt later complained of pain at the op site. The operation incision area was examined and found to have an intense red color and swelling of the surrounding tissue. To further the investigation the surgeon made an incision using local anesthesia. The surgeon found that the rigidfix "cross pin" had migrated proud of the tibia. The surgeon removed the cross pin and sutured the incision. The pt has not complained since the re-op and the surgeon is assuming that, the pt, is without further problem. As a result of surgical intervention and removal of the mitek device an MDR is being filed to document this event.